Event description:
Pt admitted with multiple infections- got out of bed without calling for assistance and was found lying on floor in hallway outside of his room. He was assisted into a wheelchair and returned to bed. Pt was found to have altered mental status- PICC found to be broken- it was removed totally. No apparent harm to pt.